Event description:
Initial rptr stated the machine would not accept the cassette during a phacoemulsification procedure. Surgery was not delayed while switching to another pack. There was no adverse effect on the pt.